Manufacturer narrative:
Additional information: medtronic received additional information that the resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medtronic received additional information from a field representative that they were trying use the system which was programmed to work at an adjoining hospital. It was discovered that the subnet mask and default gateway were not compatible. The issue was resolved with a temporary work around..a software investigation analysis was initiated to determine the probable cause. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would not communicate with the imaging system. There was no patient present when this issue was identified.